Manufacturer narrative:
This event was notified to microline surgical, inc. On 09/27/2018. This is a 30-day, initial reporting submission. The malfunctioned device will be investigated upon its return to microline surgical, inc.

Event description:
During a surgical procedure, a piece of insulation broke off the tls3, thermal ligating shears. The piece could not be retrieved. There was no harm to the patient.

Manufacturer narrative:
The device was returned, decontaminated and visually investigated. There were signs of physical damages on the device. Upon visual inspection, this complaint is confirmed. . A small piece of the insulation boot was peeled off, and appeared to be melted from the tip of the jaw. This type of damages may be the result of holding the the jaws together longer than the suggested time. The IFU provides information in the precautions and warnings section to lower the risk of damage to the silicone boot. There were no observable mechanical defects or functional issues in actuating the tip. The device was connected to a working power supply and functioned as intended. The remaining silicone peel was observed, and the damages on the sections showed signs of excessive heat. The probable root cause is failure to follow the instructions in the IFU.

Event description:
During a surgical procedure, a piece of insulation broke off the tls2, thermal ligating shears. The piece could not be retrieved. There was no harm to the patient.